Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a request for battery replacement. There was no reported patient involvement.

Event description:
The customer reported a request for battery replacement. Further information that there was no problem with the battery. There was no reported patient involvement.